Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation and device history results.

Event description:
It was reported that the disposable pressure transducer suddenly detached from the vamp side during use. The issue was solved by changing to a new dpt. There was no allegation of patient injury.

Manufacturer narrative:
The device was not returned for evaluation; as it was not possible to verify if the device was exposed to category a disease. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release.